Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17337639) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter ((B)(4)) was delivered and inflated in the lesion; however, it ruptured due to calcification. There was no reported patient injury. Therefore, it was replace with another non-cordis balloon catheter. The lesion was the iliac artery with a chronic total occlusion (cto) lesion. The lesion was heavily calcified. This was an endovascular repair (evt) case. The device will not be return for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Section: additional information received indicated that the vessel level of angulation, calcification and tortuosity is severe. The device was prepped according to instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon did not inflate normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was unusual force used during the procedure. There is no procedural film/cd available for review. As reported, a 7x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was delivered and inflated in the lesion; however, it ruptured due to calcification. Therefore, it was replace with another non-cordis balloon catheter. There was no reported patient injury. The lesion was the iliac artery with a chronic total occluion (cto) lesion. The vessel level of angulation, calcification and tortuosity is severe. This was an endovascular repair (evt) case. The device was prepped according to instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon did not inflate normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was unusual force used during the procedure. There is no procedural film/cd available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17337639 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto with severe angulation, calcification and tortuosity) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.